Event description:
It was reported that a kissing stent technique was being performed on the left anterior descending artery (lad) and the 1st diagonal using two 2.5 x 28 promus stents that were well apposed to the vessel wall. Post deployment, significant resistance was felt during removal of the stent delivery system balloon from the stent in the lad. Predilatation of the vessel was performed with a 2.0 x 20 non-abbott balloon. A 2.5 x 15 high pressure balloon was used in the diagonal and the guiding catheter was deep seated in the lad to remove the balloon. Post dilatation was performed on both stents with non compliant balloons. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, xb. Stent: 2.5 x 28 promus. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Difficulty removing the balloon from the stent post-deployment can be influenced by many factors, including, but not limited to: interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the stent, resistance with the guide wire, guiding catheter, anatomy and/or lesion, or the balloon getting caught in the stent struts after stent deployment. To help ensure this difficulty is not related to a product quality deficiency, the balloon is checked for proper fold configuration and damage. Additionally, during lot release testing, a sampling of units is destructively tested to verify proper stent deployment and balloon deflation. In this case, without having the product to examine, a conclusive cause for the reported difficulty to remove post deployment could not be determined. The finished product lot history records for this product were not reviewed and a query of the complaint handling database could not be performed because the product was not returned for analysis and the lot number was not reported. There is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.